Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the heart rate on his device is inaccurate because it was not the same results that a paramedic obtained. No consequences or impact to patient were reported.

Manufacturer narrative:
The device was returned without the battery. The device was powered on using ac power. The returned device was evaluated. The device passed all visual and functional testing. During the operational testing the unit provided visual alarms and passed simulation tests by providing accurate measurements.

Event description:
The customer reported that the heart rate on his device is inaccurate because it was not the same results that a paramedic obtained. No consequences or impact to patient were reported.